Event description:
New information on 1/15/19 stated the patient presented in clinic for device upgrade procedure. During procedure, the right ventricular lead was capped and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, it was noted that the patient had received appropriate high voltage therapy for a ventricular tachycardia/ ventricular fibrillation episode on (B)(6) 2018. It was noted that the right ventricular lead exhibited low impedance during the event. The device provided high voltage therapy to convert the patient¿s rhythm. Programming changes were made. The patient was stable throughout the event.